Event description:
(B)(4). Initial info received from a consumer on (B)(6) 2008, with add'l info provided (B)(6) 2008: a woman reported that she received treatment with poly-l-lactic acid sculptra) injection in her cheeks which resulted in asymmetrical features. She stated that "this was a result of not injecting the proper amount in the proper location." She said she does not want to add, but rather remove some of the material injected to achieve the correct symmetry. Concomitant medication and medical history were not provided. Lot number/exp date not provided. Consumer declined to provide add'l info. No further medical info reported. Add'l info for sculptra (lot # and exp date - not provided) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batched did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.